Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss") and abdominal distension ("bloating"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, menorrhagia, vaginal infection, vaginal discharge, alopecia and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, dyspareunia, menorrhagia, pelvic pain, vaginal discharge and vaginal infection to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse) and menorrhagia (heavy menstrual bleeding). Date of additional surgeries : (B)(6) 2011. Type of additional surgeries : salpingectomy (unilateral). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-sep-2019: pfs received. Date of explant added. The case was upgraded from other event to incident. Event injury was updated to pelvic pain. Following events were added: abdominal pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), vaginal infection, vaginal discharge, hair loss. Hair loss and she did no underwent essure confirmation test. Reporter information was updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), salpingitis ('salpingitis') and pelvic abscess ('pelvic abscess') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included ovarian cystectomy, adhesion, pelvic abscess, hemostasis, pelvic hematoma, blood loss of (nos), pelvic adhesions and menorrhagia. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), pelvic abscess (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss") and abdominal distension ("bloating"). The patient was hospitalized from (B)(6) 2011 to (B)(6) 2011. The patient was treated with surgery (exploratory laparotomy, total abdominal hysterectomy, lysis of adhesions, right ovarian cystectomy, hysterectomy (full), abdominal hysterectomy and hysterectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, salpingitis, pelvic abscess, abdominal pain, dyspareunia, heavy menstrual bleeding, vaginal infection, vaginal discharge, alopecia and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, dyspareunia, heavy menstrual bleeding, pelvic abscess, pelvic pain, salpingitis, vaginal discharge and vaginal infection to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse) and menorrhagia (heavy menstrual bleeding). Date of additional surgeries : (B)(6) 2011. Type of additional surgeries : salpingectomy (unilateral). Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 12-may-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), salpingitis ('salpingitis') and pelvic abscess ('pelvic abscess') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included ovarian cystectomy, adhesion, pelvic abscess, hemostasis, pelvic hematoma, blood loss of (nos), pelvic adhesions and menorrhagia. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), pelvic abscess (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss") and abdominal distension ("bloating"). The patient was hospitalized from (B)(6) 2011 to (B)(6) 2011. The patient was treated with surgery (exploratory laparotomy, total abdominal hysterectomy, lysis of adhesions, right ovarian cystectomy, hysterectomy (full), abdominal hysterectomy and hysterectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, salpingitis, pelvic abscess, abdominal pain, dyspareunia, heavy menstrual bleeding, vaginal infection, vaginal discharge, alopecia and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, dyspareunia, heavy menstrual bleeding, pelvic abscess, pelvic pain, salpingitis, vaginal discharge and vaginal infection to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse) and menorrhagia (heavy menstrual bleeding). Date of additional surgeries : (B)(6) 2011. Type of additional surgeries : salpingectomy (unilateral) quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample most recent follow-up information incorporated above includes: on 27-apr-2021: medical record received: reporter information, medical history, event: salpingitis, pelvic abscess added. Case was medically confirmed and hospitalization were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.